Event description:
Report of one documented and multiple undocumented incidents of delay of therapy during alarm condition received. The customer reported multiple undocumented incidents of alarms for "proximal occlusion" during initial setup of IV pump and tubing in the ICU. In one incident, the nurse was setting up a heparin infusion (dose/rate and lab value specifics not available) for a pt with diagnosis of pulmonary embolism. The nurse "had to change the cassette six different times, trying each cassette on two separate pumps, and finally had to switch to a different cassette/pump (not made by abbott) to get the infusion to work." The customer reports that no pt harm occurred, but there was a delay in starting the infusion during the time the IV tubing and pumps were being changed. Add'l pt info was requested, but no further info was available.